Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this peripheral intravenous catheter was blunt and thus required more needle sticks. No adverse patient effects were reported.